Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient was asymptomatic. It was noted that the oversensing coincided with episodes of crossfit exercises. The oversensing was not reproducible in clinic. No programming changes were made. The patient was stable and was told to reduce physical intensity of exercise.

Event description:
New information received indicates that post-sensed t-wave oversensing and post-paced t-wave oversensing were observed. Programming changes were made.